Manufacturer narrative:
This report for non-fatal serious injury/device malfunction has been stored under the covid-19 pandemic in accordance with the guidance published by FDA, postmarketing adverse event reporting for medical products and dietary supplements during a pandemic. The cf-h260dl was returned to olympus (B)(4) (oekg) for evaluation. The evaluation of the cf-h260dl confirmed the followings; review of the manufacturing history (DHR) confirmed no irregularity. Some scratches on the instrument channel. The fibers are likely to come from the scratches. Omsc assumes that therapeutic devices shaved the instrument channel and it resulted in the reported event. Therefore, omsc assumed that the reported event was caused by user handling. If additional information becomes available, this report will be supplemented.

Event description:
During a therapeutic bowel cancer screening (bcs) colonoscopy with the cf-h260dl, the physician found a foreign object came out of the endoscope and fell off into the patient. The object looked like fibers. The user facility removed the fragment from the patient and it delayed the procedure, but the procedure was completed with the same device. The customer didn't find any abnormalities on the device during inspection for use. The customer used a cold snare, forceps and a hot snare in conjunction with the endoscope for the procedure. There was no report of patient injury associated with this event.